Event description:
Patient had an asd device placed to close up a hole in the septum of the heart. Patient expired 12 hours later. Patient with multiple health problems and we are not certain that the procedure or, the device is what caused the death. Diagnosis or reason for use: close a hole in the septum of the heart.